Manufacturer narrative:
Corrected h.6 component code, type of investigation, investigation findings, and investigation conclusions based on evaluation closure. The sheath was not returned for evaluation. Imagery of the patient's anatomy was received and tortuosity was noted in the patient's access vessel. Procedural imagery showed the valve unable to advance past the femoral head. During a review of post-procedural imagery the sheath was noted to be curved and twisted. The delivery system and crimped valve was noted to be exposed through the sheath liner. A potential liner strand was observed at the location of the valve. During manufacturing of the esheath plus introducer sheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously created and documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or inability to introduce the delivery system/loader and advance the devices through the sheath, which may prolong the procedure, which did occur during this event. An edwards technical summary has been performed regarding these types of events. Root cause analysis is captured in the technical summary and identifies vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle as contributing factors for resistance during delivery system insertion/advancement through the sheath and potential sheath damage as a result of the increased push force. Since no edwards defect was identified, no corrective or preventative action is required. However, corrective and preventative action assessment are captured in the technical summary. The resistance advancing the devices through the sheath, liner tear, and liner strand were confirmed. Available information suggests patient factors (tortuosity) and/or procedural factors (steep insertion angle, valve caught on liner) likely contributed to the event.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for stenosis/high gradient with a 26mm sapien 3 ultra valve in the aortic position, the valve caught the inside wall of the 14f esheath plus and caused the commander delivery system to buckle. The system would not advance past the top of the femoral head. The patient was very large. The entire system was removed from the body as a whole unit (sheath, delivery, valve) without any issue. A second 14fr sheath, 26mm delivery and 26mm sapien3 3 ultra were prepped and used. There was no harm to the patient and the second valve was deployed without issue. Per the fcs, the initial reporter did not allege the edwards devices were deficient. There were no abnormalities noted with the first sheath prior to use. The expansion tool was used, the loader cap was able to be fully inserted into the sheath/sheath housing and the valve was inserted at a steep angle. The commander caught in about the first third of the expandable section of the sheath. Per the fcs the problem was the patient was large and sheath was at sharp angle. The doctor didn't correct the angle of sheath on the first attempt. Per photo provided, the sheath had a liner strand. Per engineering review of photo provided, the liner strand was confirmed.